Event description:
The customer reported that the unit failed the shock button portion of the opcheck.

Manufacturer narrative:
The customer reported th the unit failed the shock button portion of the opcheck. The unit was evaluated at phillips, and he failure was verified. A loose cable (incomplete electrical connection) was the cause of the reported failure. The cable was reconnected, which resolved the reported issue.